Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were reported as the proximal neck was 25mm to 26mm in diameter and 15mm in length. It was reported that a final angiogram revealed the presence of a potential type IV endoleak (jetting) right at the level of the flow divider of the main body. The cause is unknown; however, the patient will remain under observation. No clinical sequelae were reported, and the patient is fine. Review of angio images at implant showed that prior to implant the proximal neck diameter (flow lumen) just below the renals was 28mm, and 2cm below the renals was 30mm. The max aaa diameter was approximately 5cm. The bifurcate was seen implanted from the right side, landing just below the renals, and placed distally within the right common iliac. The contra limb was placed into the left common iliac. Final angio contrast injection showed contrast within the proximal aneurysm sac likely from a type IV endoleak, seen primarily as blushing along the bifurcate aortic body. There was also a "jetting" type IV" endoleak seen at the level of the bifurcate flow divider. No other stent graft issues were observed.

Manufacturer narrative:
(B)(4). Method: films. Results, conclusion: endoleak. Cause of endoleak is unknown.